Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
A health professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. The lens was removed and replaced intraoperatively with a longer length lens. Problem was resolved. Cause of event is reported as unknown.